Event description:
Pharmacist contacted lfs on behalf of the patient alleging an issue with the patient's meter. The pharmacist was unable/unwilling to provide any further information. The product was replaced.

Manufacturer narrative:
Meter was replaced